Manufacturer narrative:
(B)(4). Method: the complaint opt316 optiflow junior nasal cannula was not returned to f&p for evaluation. Our investigation is based on the information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: the healthcare facility stated that the opt316 optiflow junior nasal cannula was found damaged. There was no patient involvement reported by the healthcare facility. Conclusion: without the return of the complaint device, we are unable to determine the cause of the reported fault. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject opt316 optiflow junior nasal cannula would have met the required specifications. The user instructions which accompany the opt316 optiflow junior nasal cannula show in pictorial format the correct placement and fitting of the cannula, and also provide the following warnings: - "ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube."

Event description:
A healthcare facility in the netherlands reported via a fisher & paykel healthcare (f&p) field representative that the opt316 optiflow junior nasal cannula was damaged. There was no reported patient involvement.

Event description:
A healthcare facility in netherlands reported that an opt316 optiflow junior nasal cannula had broken. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Fisher and paykel healthcare (f&p) are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the complaint cannula to f&p new zealand for investigation. We will provide a follow up report upon completion of our investigation.